Manufacturer narrative:
A correction of fields # d1 brand name and # d4 version or model # was required. D1 - brand name:- previous brand name: humidifier holder, corrected brand name: base unit servo-u, d4 - version or model #: previous version or model #: 6693735, corrected version or model #: 6694800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed. The claimed issue was reproduced during troubleshooting. According to received information the screws in humidifier holder were tighten to resolve the problem. The ventilator passed all functional and safety tests and was cleared for clinical use. The reported issue was confirmed in provided photos. The humidifier holder is intended for an active humidifier with or without a water bag, and the humidifier holder is specified and verified for a total load of 120 n (12 kg). The most probable root cause of the issue has been determined as design. New design of humidifier holder implemented in december 2018 is not robust enough and new design needs to be implemented.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the humidifier holder was broken. There was no patient harm reported. Manufacturer's ref. #: (B)(4).